Manufacturer narrative:
(B)(4) should not be used. As the device underwent normal battery depletion.

Event description:
New information received notes there was no issue the device, and actual battery voltage was correct. There was no issue of premature battery depletion, rather it was normal battery depletion. The programmer was incorrectly overestimating the voltage due to the device's midlife.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission that the device longevity calculations did not correlate to the battery's actual voltage. Premature battery depletion was observed on a patient¿s device. Upon review, the longevity was 2.7 - 3.2 years on (B)(6) 2016, and on (B)(6) 2017, the device had reached eri. Device was explanted and replaced. There were no adverse consequences to the patient.